Event description:
Procedure type: unknown. According to the reporter: during the procedure, air leakage occurred because the device's grey small seal disengaged into the cavity. It was not retrieved. The patient is 1 years old and suffers of hirschsprung's disease (enlargement of the colon). No further info was available.